Event description:
The customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.